Manufacturer narrative:
(B)(6) 2018 - it was reported this product issue was high impedances.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was explanted due to a product performance issue.